Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial lead had low impedance that triggered a lead warning. Far field r-wave oversensing was also noted that could not be programmed around due to being in unipolar. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial lead had low impedance that triggered a lead warning. Far field r-wave oversensing was also noted that could not be programmed around due to being in unipolar. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and the atrial pacing impedance was low out of range. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.